Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process. After the reset, the cgm error did not reoccur, and the caller successfully started their sensor session. The caller plans to reset the pump again when ready and will follow up if the issue persists.